Event description:
It was reported that "no disposable" alarm was displayed on both pumps while using cadd 100 ml cassette with flow stop. Reported lot number is 4230866 and reported expiration date is 12/27/2026. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.